Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that patient also underwent surgery implantation of obtryx on (B)(6) 2006. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, and dyspareunia (including pain several days post intercourse). It was reported that patient underwent examination under anesthesia with excision of vaginal synthetic mesh and cystoscopy on (B)(6) 2013 due to vaginal mesh erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.